Event description:
The customer reported that upon removing the pencil from the holster, they noticed the cord was stripped in one section. On return, it was noted that the cord damage included exposed bare wire.

Manufacturer narrative:
(B) (4). (B) (4). The cord was damaged as if it was scraped so that the underlying insulation was also damaged. The device failed hipot testing. The device was possibly caught in the machine during manufacturing . Manufacturing performs a 100% visual inspection of the product during the assembly process in addition to a statistical sample testing which includes hipot testing. The device history records of the reported unit were reviewed and no entries pertinent to the customer report were noted.